Event description:
Accumesh positioning device for mesh seemed to fail. Lot number on both was n7a1063ux. Not sure about whether product was defective or operator error. No harm to patient. Once failure occurred, policy followed, item sequestered, replacement device used.